Event description:
It was reported that the device was explanted after an implant duration of 2.2 months. Information learned from implant patient registry. Through follow up with the surgeon's office, it was learned that the device was explanted due to perivalvular leak, paravalvular leak, and endocarditis. The operative report was also provided. Per the op report: the patient is a male who initially presented to an outside institution with evidence of a pericardial effusion and was referred to the facility for possible drainage. Echocardiography demonstrated severe paravalvular leak. On review, it appeared that the aortic valve annulus was significantly dehisced. Past medical history is significant for intermittent night sweats and he was taken emergently to the operating room for emergent aortic valve replacement.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.